Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2013, the patient obtained the blood glucose reading of 109 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values. The patient took no actions due to the meter reading. Fifteen minutes afterwards, the patient experienced the symptom of "jittery" (shaking). She did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal reading on the reported meter. Therefore this complaint is being reported.